Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a trial procedure. Post-operatively, the patient indicated having a headache afterwards but did resolve. Follow-up information indicated the patient was treated with oral antibiotics wherein the drainage has cleared. During the same procedure the patient experienced sheath damage. Additional information can be found in related manufacture reference number:1627487-2022-02953.